Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the wrist. The broken segment stuck out at the wrist measured approximately .163 in length. The segment that contained the cable crimp was still attached. There was no damage at the clevis or the grips. Failure analysis investigation also found that the pitch down cable was frayed at the wrist. The small strands stuck out at the wrist. There was no damage to the clevis or the grips. No other was damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the fenestrated bipolar forceps instrument wires were loose. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.